Event description:
It was reported by service report that there was a cot drop. No adverse consequences have been reported. The alleged failure could not be duplicated by field service. There were no problems found with the cot upon inspection.